Event description:
Related manufacturing reference number: 2017865-2024-37040. It was reported that the patient had intermittent capture noted on their implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead. The patient was asymptomatic. No changes were implemented and there were no consequences to the patient. Further information was requested but not received.